Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. On (B)(6)2023, the patient experienced nausea and vomiting. The cgm was reading 140 mg/dl and the blood glucose reading was 350 mg/dl. The patient was treated in the emergency department (ed) with a 500 ml unspecified fluid bolus and IV lactated ringer IV and discharged the same day. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.